Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set leakage event. The infusion set was in use for 4 days. No further information was available.